Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked what the cause of the lead fragmenting during the explant procedure was they responded stating that the internal wire pulled out while pulling the lead out of s3. Partial and surrounding pieces of the wire remained intact. When asked what steps were taken to resolve the issue the rep stated that the physician referral to neuro to look and help address the issue is needed during their procedure. No further action would be taken by the urologist.

Event description:
Additional information was received from the patient. They reported that when it came time to have an MRI, the patient had the local urologist try to remove the device and the electrodes broke off in the body. The caller reported that the hcp told them they called the manufacturer and that this had never happened before. Reviewed with the caller that the manufacturer does not keep medical records on patients. The patient reported they cannot have the MRI and they have a $(B)(6) surgery bill staring them in the face and a much larger surgery bill to get the electrodes out by a neurosurgeon, in order to be able to have mris. The caller indicated that they are questioning the manufacturer, if the lead broke. Reviewed with the caller that the allegations are taken seriously. Reviewed that we have not received any product back. The caller will see the hcp on monday and ask if they have or have planned to return any product. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va219a0 implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va219a0, implanted: (B)(6) 2019, explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that a second surgery by a neurosurgeon is required to remove the electrodes that broke off as the device was being removed. The issue was not yet resolved. Device removal was planned but not scheduled yet. Patients urologist wasn¿t sure if they had the device or the rep had it. They said they send pictures and patient had asked him to send back. Hcp said as they pulled the device out the sheath around the leads came out but the electrodes got stuck inside them. Patient further reported that this had been extremely frustrating and expensive experience for them. The trial of the interstim device worked extremely well, not curing their bladder incontinence, but also their bowels. The permanent device never helped anything at all, despite them trying all available settings. When the device was placed they were kept awake because they were told they needed to provide feedback as they were placing it, but they were never asked anything. The hcp who placed it is now retired. And the sales rep seemed young and uninterested in patients situation. Patient has severe stenosis in their neck and is experiencing dizziness and their neurosurgeon wants to take and MRI of their head but they need to get the electrodes out first. The hcp said the device was misplaced. They have a (B)(6) for the first unsuccessful surgery and the second surgery to remove the electrodes will probably be more. Patient requested compensation for the tragic sequence of events. Patient reports ideally it would be something like (B)(6) to cover both surgeries and the initial cost of the device that never worked due to the botched surgery to place it properly.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller reported a fragmented lead that occurred in or today. Caller reported the physician removed the old lead and the wire came out completely except for the 4 electrodes which remained implanted. Caller noted the explant was related to MRI eligibility. Caller curious about MRI status under these circumstances. Agent reviewed MRI safety guidelines.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va219a0); product type: 0200-lead; implant date (B)(6) 2019; explant date (B)(6) 2023.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.